Event description:
It was reported that on (B)(6) 2013, a xience prime 4.0 x 18 mm stent was implanted in a left main artery (lm), another xience prime 2.5 x 28 mm stent in a left anterior descending artery (lad), and another xience prime 3.0 x 18 mm stent in a first diagonal artery. Approximately 8 months later, on (B)(6) 2013, the patient had a follow up visit, there was in-stent restenosis found in the first diagonal coronary artery and lad artery, the patient was hospitalized, and an angioplasty was done on the first diagonal artery and lad as treatment. The coronary stenosis resolved without an adverse patient sequela on (B)(6) 2013. There was no diagnosis of a myocardial infarction. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: xience prime (4.0 x 18); stent: xience prime (3.0 x 18). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of stenosis/restenosis is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience prime referenced is being filed under a separate manufacturing report number.